Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was received in its original sealed packaging. The product tray was examined and a small piece of black material could be seen loose within the package. The packaging was opened and the foreign material was inspected under a microscope. The foreign material appeared to be an unknown fibrous material. Functional/performance evaluation: no functional evaluation performed. Medical records review: as medical records were not provided, a review could not be performed. Photo review: two electronic photos were received and reviewed. The first photo shows a monopty biopsy needle placed on a flat surface on top of several brown towels. The needle is within the original packaging. The sample is placed with the labeling face down and the device is visible through the clear tray. A red circle has been digitally drawn on the photo to indicate the location of the alleged material. A small foreign material is visible. The second photo shows a close up of the packaging at the distal end of the needle. A small black piece of foreign material can be seen within the clear tray. Based on the photo review, the reported foreign material can be confirmed. Conclusion: the device was returned and two electronic photos were provided for review. The investigation is confirmed for foreign material on the device. However, the origins of the foreign material are unknown. Per the evaluation results, a piece of foreign black material was found inside of the original sealed packaging. Therefore, the reported event was determined to be manufacturing related. Labeling review: the current IFU (instructions for use) states: how supplied: -the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Precautions:-before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records have been made available to the manufacturer, but some photos of the product were provided and are being reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, a black foreign matter was observed in the sterile package. There was no reported patient involvement.